Event description:
After having essure implanted inside me I have had a cyst burst on my left ovary, major pain in my lower abdomen, hair loss, worse period cramps, longer and heavier periods with losing more blood, blood clots quarter size or larger. I've been to the emergency and ob doctor many times for the pain. Now having to go through getting part of my cervix cut out to check for cancer and dealing with that pain so I can be set up for a hysterectomy at the age of (B)(6) to get the essure out of me. Also had to have blood work done. Never even got a card with the model number or anything on it showing I have the essure inside of me.